Event description:
The customer stated that the architect folate can not be calibrated. This issue is due to instrument contamination. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.